Event description:
Boston scientific received information in (B)(6) 2008 that this right atrial (ra) lead was dislodged during a non-device related surgery. The chronic device was replaced and the ra lead was surgically capped. Subsequently, boston scientific received information in (B)(6) 2012 that this local representative contacted technical services to ask about the ra lead's outer diameter. The local representative reported that this lead was to be extracted. The reason for the lead extraction was not specified.

Manufacturer narrative:
Subsequently, boston scientific received information from the local representative that the entire system was successfully explanted in (B)(6) 2012 due to electrogram noise on the right ventricular (rv) lead. A replacement system was implanted on the opposite side 10-days later.